Manufacturer narrative:
Investigation pending. Add'l lot # 237432.

Event description:
Caller (medical technician) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio2: 0.9 (strip lot #246446), 2.5 (strip lot #246446), 1.5 (strip lot #237432). Pt's therapeutic range: 2.5-3.5 inr.